Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
While patient was reporting this pod for a leaking pod, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism. It was also reported that the pod was leaking during wear and when the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. The pod had been worn between 36 and 48 hours and the patient¿s blood glucose levels were not reported. As treatment, a new pod was applied.